Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient became ill with high blood glucose (bg), high ketones, nausea, and vomiting. A specific bg value was not provided. The reporter stated that boluses were given however the patient's bg would not come down. The patient was reportedly taken to the ER on (B)(6) 2013 and was given IV fluids and insulin. The patient was released later the same day and resumed insulin pump therapy. The patient's bg reportedly elevated again the following day, (B)(6) 2013 and the patient went back to the hospital. The doctor reportedly reviewed the pump and insisted that it be replaced. The reporter was unsure what the doctor found wrong with the pump. The reporter stated that the patient was to remain in the hospital until (B)(6) 2013 and then be placed on a back-up plan for insulin delivery until a replacement pump arrives. The reporter declined to review and troubleshoot the pump, stating that the doctor insisted it be replaced. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia requiring medical treatment while on insulin pump therapy and due to the insistence of the patient's doctor to have the pump replaced.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.